Event description:
It was reported to distributor of a death involving a bed manufactured by optima healthcare inc. Notice of wrongful death claim by counsel for family was served in 2007. Per claim, home user was having problem with a bed she leased/purchased from dealer . She could not get the controller to work as it should. On the day of the incident, "it is being alleged that the bed malfunctioned when end-user's daughter plugged it into wall socket. Bed allegedly retracted trapping daughter between head board and frame crushing her sternum which resulted in death". Paramedics took numerous pictures and an autopsy was performed. This report is still in the discovery stage. There is an inspection of subject bed scheduled for sometime in august.